Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls¿ manual indicating that the ECG (electrocardiography) cable had broken off inside the device ECG port. There was no reported patient involvement, therefore no health consequences or impact.